Manufacturer narrative:
Terumo has received the actual device for evaluation; however, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, a large crack was noted near the venous inlet on the reservoir. No pt involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.